Event description:
The patient reported that the infusion device does not deliver the correct amount of insulin. She stated that 4 years ago, she experienced ketoacidosis and was hospitalized for 4-5 days. She stated that in 2009 and her blood glucose elevated to 27.8 mmol/l (500 mg/dl). The following month she switched to the backup infusion device and her blood glucose returned to normal, 6 mmol/l (108 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.